Event description:
The surgeon (B)(6) has reported to sales rep (B)(4) the following: when using the instrument during surgery, the locking mechanism on the instrument stopped to function.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.